Manufacturer narrative:
Device evaluation- one sample was returned for evaluation. During examination of the sample, the valve was found inside of the pilot balloon. No molding issues were identified. The investigator removed the valve and reassembled the valve back on to the device as per bonding procedure. A syringe was used to inflate the cuff. No issues were found with the inflation line or the cuff after the valve had been reassembled. During production, the inflation valve is assembled into the pilot balloon. After this production step, the devices are 100% visually inspected and tested for leakage. If the valve damage had been present during production, no testing would have been possible. During investigation, the device issue was confirmed. The cause of the valve damage was not established but it could not be attributed to a manufacturing problem.

Manufacturer narrative:
Customer contact phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the cuff component of bivona tracheostomy tube was not inflating. The plastic in the pilot balloon was jammed. The tracheostomy tube was changed as a result. The patient was reported to be in good condition.